Manufacturer narrative:
On 03/25/20, abaxis received a call from customer lab getting 4035 error motor drawing too much current/ temperature on their piccolo xpress analyzer serial number (B)(4). Lab also reported burning smell and smoke came out of the disc tray. No fire or injury was reported. Abaxis technical support let customer know that instrument needs service and is checking on customer warranty to return analyzer back to abaxis. Investigation pending - awaiting return of the defective analyzer.

Event description:
4035 error and burning smell/smoke.

Manufacturer narrative:
This call was closed after awaiting response from customer regarding instrument warranty information for abaxis to be able to receive the instrument back from the customer for investigation. No response has been received from customer to-date (last request to customer: 04/17/20).